Event description:
Baxter australia reports a pt experienced an asthma attack which lead into an arrest. The pt was being treated with a cf membrane for the first time. The pt is a known asthmatic. No add'l info is available at this time.